Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. During functional testing, the device was found to be inoperative. The cause of the condition was determined to be a broken/cracked central processing unit (cpu) board. The cause of the damaged cpu board was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing unit (cpu) board. No additional information is available.